Event description:
Without her knowledge, dr installed experimental, unapproved, unproven FDA class iii pedicle spinal screws/plates in lieu of established and conventional lumbar fusion methods. This immediately resulted in massive permanent debilitating disablement, disfigurement, unrelenting chronic lumbar pain, feebleness, low energy and loss of stability and a need for 2 canes or walker for walking. By 9/91 rptr's dr assigned a neurologist for his leg weakness problem. By 12/91 he agreed rptr was feeble.